Manufacturer narrative:
Follow-up #1: date of submission 08/29/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/05/2016 with the following findings: during investigation, the keypad was found to be intact with no evidence of peeling or damage. All keypad buttons were found to respond appropriately. The keypad was removed to find no evidence of contamination on the keypad button contacts. Unrelated to the original complaint, the pump was opened to find evidence of moisture corrosion near the keypad connector.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged the up arrow, down arrow, and ok buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.